Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 gm. Events reported via 2210968-2022-06919 and 2210968-2022-06920.

Event description:
It was reported that a patient underwent a gynecologic oncology procedure on (B)(6) 2022 and the barbed suture was used. It was reported that the strand of suture broke while suturing unknown tissue. It is unknown as to how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.